Event description:
It was reported that this patient with pacemaker presented to the emergency room reporting fast heart rate/palpitations. The presenting rhythm showed sensor driven pacing at 130bpm that was thought to be due to minute ventilation (mv) sensor malfunction. It was noted that the report showed low out of range pacing impedances on the right atrial (ra) lead. It was noted that the patient was not in respiratory distress. Atrial lead had been previously programmed to unipolar pace/sense due to out of range impedances, where the device was not reprogrammed. The mv sensor was turned off in response, and the accelerometer remained on. The pacemaker was explanted without additional allegations and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with pacemaker presented to the emergency room reporting fast heart rate/palpitations. The presenting rhythm showed sensor driven pacing at 130bpm that was thought to be due to minute ventilation (mv) sensor malfunction. It was noted that the report showed low out of range pacing impedances on the right atrial (ra) lead. It was noted that the patient was not in respiratory distress. Atrial lead had been previously programmed to unipolar pace/sense due to out of range impedances, where the device was not reprogrammed. The mv sensor was turned off in response, and the accelerometer remained on. The system remains in-service. No adverse patient effects were reported.